Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. Upon inspection and evaluation, error e216 received, color tone abnormality, and image disappears. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's reported issue ¿no image¿ was confirmed. The following findings were also noted during device evaluation: due to damage on charged coupled device (ccd) unit, e216 (scope communication err) occurs, due to damage on ccd unit, the image disappears during angulation in up/down directions, due to damage on ccd unit in endoscope connector, color tone of the image is not proper.(image is magenta or green only), adhesive on bending section has a chip, and protector of universal cord on control section side has a scratch. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified for the e216 error message, image with irregular color tone, or image disappeared. It is presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.